Event description:
The patient was admitted for cystoscopy, left retrograde pyelography, left ureteral dilatation, left ureterscopy, and left ureteral stent placement. During surgery, upon inserting the 4 cm, 18-french uromax ureteral balloon dilating catheter into the urethra over the previously placed wire and just below the stone within the intramural tunnel, the balloon inflated to approximately 14 atmospheres of pressure. At that time, there was what appeared to be extravasation of contrast and the pressure on the leveen pressure inflating device dropped. The balloon was deflated and removed.after removal of the balloon and prior to placement of the stent and performing retrograde, the ureteral balloon dilating catheter was inflated using the leveen pressure syringe. There was a small punctate hole within the mid-portion of the balloon. There was significant leakage. The balloon would not inflate to maximum pressures.the malfunction of the balloon did not cause any significant, lasting injury. The patient did undergo a second procedure to remove the initial stent, but it was verified by the surgeon that the stent would have been placed (requiring the second surgery) regardless of whether the balloon broke or not.the surgeon does not believe the hole could have been made by staff prior to or during the surgery.